Event description:
It was reported that during a procedure, the super turbovac electrode head fell off. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h2: additional information on: e1, e2 and e3. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the tip of the device. The electrode shows signs of heavy use, and its center is missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include using the device as a lever to enlarge surgical site and/or mechanical displacement of tissue through applied force, using the wand above default output settings causing excessive electrode erosion. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
B5: describe event or problem, h6: health effect - impact code and type of investigation.

Event description:
It was reported that during a rotator cuff procedure, the super turbovac electrode head fell off. No pieces fall into the patient. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. Patient's status is fine.

Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is heavily worn from use. The electrode is thin from use. Only the outer ring of the electrode remains, and all the electrode balls remain, only the center portion of the body has worn away from use. The device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma with its remaining electrode and activate coag. The resistance measured at 0.90 kilo ohms. An image evaluation was performed and found the tip of the device. The electrode shows signs of heavy use, and its center is missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the reported event include using the device as a lever to enlarge surgical site and/or mechanical displacement of tissue through applied force, using the wand above default output settings causing excessive electrode erosion. Based on this investigation, the need for corrective action is not indicated.